Event description:
It was reported that the artificial urinary sphincter (aus) cuff was explanted due to unspecified reasons. The patient was implanted with a 4.0cm cuff and a 4.5cm cuff. Product was explanted but not expected to be returned. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.